Event description:
It was reported that one day post implant, the left ventricular [lv] lead had high threshold measurements; the device was then reprogrammed due to the increase in threshold. It was also reported that an x-ray showed that the lead had pulled back. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.